Event description:
The consumer claimed, that the use of the prod caused blisters on her back which resulted in pain and scarring. No further detail was provided.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailble for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.